Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient wasn't receiving therapy with the original lead placement. Reprogramming was attempted but they were never able to get good coverage with where the patient's leads were placed. The patient's doctor moved the leads to a slightly different location and the patient had been doing much better since the revision. There was no device issue, the leads just weren's originally placed in the best spot.

Manufacturer narrative:
Concomitant products: product ID neu_silicone anchor, explanted: (B)(6) 2014, product type accessory; product ID neu_silicone anchor, explanted: (B)(6) 2014, product type accessory; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received 22 days later reported that poor lead location was the cause of the event. It was not device related. The patient was receiving effective therapy and recovered from the replacement surgery without sequela.

Event description:
It was reported that the patient never had therapeutic effect, experienced less than 50% therapy relief, and pain in the foot. A lead revision was planned for (B)(6) 2014. No diagnostic testing or troubleshooting was performed at the time of the report, and it was unknown what the cause of the issue was. The patient status at the time of the report was unable to be obtained. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Analysis of the lead (serial # (B)(4)) found no significant anomaly. The stimulation lead body was cut through and the product was segmented. Analysis of the lead (serial # (B)(4)) found no significant anomaly. The stimulation lead body was cut through and the product was segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.